Event description:
It was reported that during a da vinci si surgical procedure the harmonic ace curved shears insert instrument accessory had not been working in five minutes after the operation commenced. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the insert was tested for functionality using a harmonic hand piece and generator. The generator displayed an instrument error during the self-test. There was a high-pitched sound coming from the insert during testing. The insert was disassembled and a crack in the curved blade was observed roughly .600 below the distal tip. The crack likely contributed to the failed test. The e evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.